Event description:
On 3rd june 2025, it was reported by an arthrex employee via email that an ar-1409, cannulated headed reamer, 9 mm, was blunt. This was detected during use in an acl procedure on (B)(6) 2025. The procedure was completed successfully as they opened a single use sharp reamer.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely reason for the reported failure is the wear and tear damage incurred over repeated usage.